Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt contacted sjm and started his scs lead was exposed. The pt was advised to go to the ER and notify his physician. It was determined the pt's scs lead had eroded through the skin. The pt's scs system was removed. No signs of infection were found. In addition, the pt is reportedly doing well postoperative.